Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during dwell 1 of 4. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a system error 2367 alarm and he said he has received a new machine. He said he did not notice anything wrong with any of the previous supplies. He was sure it had something to do with where the cassette is placed in the machine. Since then he has been able to resume therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore an evaluation could not be performed. A follow-up report will be filed if any additional information becomes available.